Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported in the literature by raju et al., during a study involving iliac vein stenting procedures, two cook-z gianturco-rosch tracheobronchial stents embolized to the suprarenal vena cava. The complaint device was used within the iliac vein to top another manufacturer¿s stent. This was intended to increase radial strength to withstand tight constriction at the iliac-caval junction, reduce the chance of ¿jailing¿ contralateral iliac vein, and improve technical ease of simultaneous or sequential bilateral iliac vein stenting. The study began in march of 2011. Two-hundred and seventeen limbs were treated with the stents over a 24-month period. The median age of subjects was 58, with a range of 17 to 96 years. The ratio of male to female subjects was 1:2. The ratio of right to left limb involvement was 1:1 and the ration of primary to post-thrombotic procedures was 1:3. Unilateral stent placement using the cook-z gianturco-rosch tracheobronchial stent was performed in 133 limbs. A simultaneous bilateral method was performed in 44 limbs and a staged sequential bilateral method was performed in 22 limbs. Fenestration of a preexisting contralateral stent was completed in 18 limbs. The procedure was completed using ultrasound guidance through an antegrade mid-thigh approach, using an unknown 11-french sheath. Stenotic lesions were dilated with an unspecified 16-millimeter balloon to sixteen atmospheres. Another manufacturer¿s 18-millimeter stent was deployed with the upper end starting at the iliac-caval junction and ending in the common femoral vein, below the inguinal ligament. Post-dilation of the other manufacturer¿s stent was delayed until the cook stent was deployed, using an unknown 16-french sheath, at the upper end of the other manufacturer¿s stent. The cook stent was deployed with the upper petals extending approximately two centimeters into the inferior vena cava and the remainder of the stent deployed within the other manufacturer¿s stent. The widely spaced struts at the upper end of the device allow for outflow from the contralateral iliac vein. The authors state that it is important to oversize the cook stent relative to the other manufacturer¿s stent, to reduce the risk of embolization of the cook stent. Post-dilation of the other manufacturer¿s stent was then completed with a 16-millimeter balloon, through an 11-french sheath. The authors state that post-dilation of the cook stent is not necessary and not recommended. For bilateral deployment, the authors state that side-by-side deployment of the cook stents are not desirable, as the combined diameter of the two stents (40 millimeters) greatly exceeds the diameter of the vena cava (approximately 20-24 millimeters) and increases the risk of erosion. Therefore, for bilateral deployment, the user removed the uppermost suture of the device by extruding the stent partially from the plastic capsule without exposing the hooks and then pushing the stent back into the capsule. Removal of the suture, per the authors, allows for interdigitation of the struts, keeping the overall diameter of the mating struts within bounds of the vena cava. Long-term anticoagulation was determined by standard interventions, independent of the stent procedure. In some patients, low-molecular weight heparin was used up to six weeks, followed by aspirin for long-term use. A follow-up duplex scan and clinical assessment was performed the day after the procedure and then again at 4-6 weeks, three months, and six months post-procedure. Embolization of the cook stent to the suprarenal vena cava, below the diaphragm, was reported in two cases (one intraoperative and one delayed). This occurred early in the study when the stents were deployed at the upper end of the other manufacturer¿s stent. In both cases, the stents were fixed in the infra-diaphragmatic position by deploying another manufacturer¿s large, 24-millimeter stent inside and overlapping the cook stent. Both subjects were asymptomatic. In addition, thrombosis was reported during the study. This will be reported under patient identifier (B)(4). Reintervention was required in two limbs. This will be reported under patient identifier (B)(4). Reference: (B)(6). Investigation evaluation: reviews of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications were conducted during the investigation. The complaint devices were not returned to cook for investigation. A document-based investigation evaluation was performed. The customer did not provide a lot number for investigation. A search of all lots sold to the authoring customer within 3 years prior to article publication found 4 potential lots. The dhrs for the potential affected lots recorded no non-conformances. A database search for complaints on the potential affected lots found no additional complaints reported from the field. From the information provided upon review of the dmr, DHR, dhf, and IFU, cook could not conclude that the device was manufactured out specification, or that there are nonconforming devices in house or out in the field. The product IFU states that the device is not intended for intravascular use. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that failure to follow instructions contributed to the failure mode. The authors of the article state that the cook-z stents were used within iliac veins. Per the IFU for the cook-z stent, the device is not intended for intravascular use. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported in the literature by raju et al., during a study involving iliac vein stenting procedures, two cook-z gianturco-rosch tracheobronchial stents embolized to the suprarenal vena cava. The complaint device was used within the iliac vein to top another manufacturer¿s stent. This was intended to increase radial strength to withstand tight constriction at the iliac-caval junction, reduce the chance of ¿jailing¿ contralateral iliac vein, and improve technical ease of simultaneous or sequential bilateral iliac vein stenting. The study began in march of 2011. Two-hundred and seventeen limbs were treated with the stents over a 24-month period. The median age of subjects was 58, with a range of 17 to 96 years. The ratio of male to female subjects was 1:2. The ratio of right to left limb involvement was 1:1 and the ration of primary to post-thrombotic procedures was 1:3. Unilateral stent placement using the cook-z gianturco-rosch tracheobronchial stent was performed in 133 limbs. A simultaneous bilateral method was performed in 44 limbs and a staged sequential bilateral method was performed in 22 limbs. Fenestration of a preexisting contralateral stent was completed in 18 limbs. The procedure was completed using ultrasound guidance through an antegrade mid-thigh approach, using an unknown 11-french sheath. Stenotic lesions were dilated with an unspecified 16-millimeter balloon to sixteen atmospheres. Another manufacturer¿s 18-millimeter stent was deployed with the upper end starting at the iliac-caval junction and ending in the common femoral vein, below the inguinal ligament. Post-dilation of the other manufacturer¿s stent was delayed until the cook stent was deployed, using an unknown 16-french sheath, at the upper end of the other manufacturer¿s stent. The cook stent was deployed with the upper petals extending approximately two centimeters into the inferior vena cava and the remainder of the stent deployed within the other manufacturer¿s stent. The widely spaced struts at the upper end of the device allow for outflow from the contralateral iliac vein. The authors state that it is important to oversize the cook stent relative to the other manufacturer¿s stent, to reduce the risk of embolization of the cook stent. Post-dilation of the other manufacturer¿s stent was then completed with a 16-millimeter balloon, through an 11-french sheath. The authors state that post-dilation of the cook stent is not necessary and not recommended. For bilateral deployment, the authors state that side-by-side deployment of the cook stents are not desirable, as the combined diameter of the two stents (40 millimeters) greatly exceeds the diameter of the vena cava (approximately 20-24 millimeters) and increases the risk of erosion. Therefore, for bilateral deployment, the user removed the uppermost suture of the device by extruding the stent partially from the plastic capsule without exposing the hooks and then pushing the stent back into the capsule. Removal of the suture, per the authors, allows for interdigitation of the struts, keeping the overall diameter of the mating struts within bounds of the vena cava. Long-term anticoagulation was determined by standard interventions, independent of the stent procedure. In some patients, low-molecular weight heparin was used up to six weeks, followed by aspirin for long-term use. A follow-up duplex scan and clinical assessment was performed the day after the procedure and then again at 4-6 weeks, three months, and six months post-procedure. Embolization of the cook stent to the suprarenal vena cava, below the diaphragm, was reported in two cases (one intraoperative and one delayed). This occurred early in the study when the stents were deployed at the upper end of the other manufacturer¿s stent. In both cases, the stents were fixed in the infra-diaphragmatic position by deploying another manufacturer¿s large, 24-millimeter stent inside and overlapping the cook stent. Both subjects were asymptomatic. In addition, thrombosis was reported during the study. This will be reported under patient identifier (B)(6). Reintervention was required in two limbs. This will be reported under patient identifier (B)(6). Reference: raju, s., ward, m., kirk, o. (2014). A modification of iliac vein stent technique. Annals of vascular surgery, 28(6). Doi: 10.1016/j.avsg.2014.02.026.